Event description:
After an implantation period of approx. 2 months, it was reported that the patient received a shock. During the following check in the hospital, the device could not be interrogated. It was decided to explant the complete system and return it for analysis.

Manufacturer narrative:
The ICD and the leads were returned and subjected to an extensive analysis. The ICD was thoroughly analysed. During the visual inspection a spot of molten titanium was found on the ICD housing, indicating an arc-over due to an intermittent short circuit between the high voltage lead and the ICD housing. There was no indication of a material or manufacturing problem of the ICD. During the inspection of the protego abrasion marks along the lead body were observed. The insulation was however intact. The proximal end of the shock coil showed melting points. Consistent with the results of the ICD analysis, this clearly demonstrates an arc-over due to a contact between the shock coil and the generator housing during a shock delivery. As no diagnostic images from the event date were available, a dislodgement of the lead or a dislocation due to a twiddler syndrome cannot be excluded. During the analysis of the safio no peculiarities were found, apart from several explantation damages. The manufacturing process for the ICD and the leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.